Event description:
It was reported that a user¿s libre 3+ sensor showed ¿activation successful¿ in the sensor app, but the ilet displayed ¿pairing with sensor¿ for approximately 30 minutes until the user rescanned the sensor within the ilet app, after which the ilet indicated the sensor was already started and the warmup screen appeared. Symptoms included no reported adverse clinical effects. Outcomes included restoration of expected pairing and sensor warmup on the ilet. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that rescanning the already activated sensor in the ilet resolved the pairing display issue. It was concluded that the event was related to sensor pairing workflow and was resolved through guided rescanning without device replacement or clinical harm.